Event description:
It was reported that during a coronary stenting treatment procedure, a dissection occurred. The pt had a history of multiple stenting procedures and in-stent restenosis. The pt presented with chest pain and a myocardial infarction and st segment elevations. The 99% stenosed lesion was located in the ostium of a jailed diagonal branch artery. A 2.5x8mm express stent was deployed in the lesion at 9 atms and then post dilated to 12 atms. Angiography revealed a dissection at the distal edge of the stent extending into the mid diagonal branch. An unk 2mm balloon was used to treat the dissection with no improvement. A 3.0x13mm non bsc stent was deployed in the area of the dissection at 11 atms overlapping the express stent by approximately 1mm. Post stent placement, timi iii flow was restored, no residual dissection existed and the pt was chest pain free and hemodynamically stable with resolution of st segment elevations. No further pt injuries or complications occurred. Pt status is satisfactory. Of note, the device is listed in the medical records as both an 2.5x8mm express stent and non bsc device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.